Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Legal claim received alleging that the patient suffers from pain and excessive levels of chromium and cobalt. Patient was revised to address painful hip. Change asr cup to pinnacle with polyethylene liner. Doi; (B)(6) 2009; dor: (B)(6) 2018 right hip.

Event description:
Medical records received. After review of medical records, the patient was revised to address metallosis and elevated metal ion levels. Operative note reported copious amount of fluid in the joint, capsule was found to be disrupted and large pseudocapsule was present. No lab data provided.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken. The investigation regarding the root cause(s) and/or corrective actions was conducted under mdd CAPA- (B)(4). Ongoing post market surveillance is conducted per our procedures for this product. Device history lot: null. Device history batch: null. Device history review: null.